Event description:
The user facility rep reported that the dermatomes are skipping and tearing the graft. The rep could not comment on the settings the dermatomes were on when this occurred.the rep reported that the dermatomes were vibrating so much that the thickness settings changed during grafting. No extra grafts were taken from the pts, and the users reportedly stopped right away when the tearing occurred. The rep stated that the users might have tried changing the blades. According to the rep, the incidents did not cause serious injury to any of the pts; however, the rep could not comment on their current status. This complaint is linked with 2006-1765 and 2006-1757.

Manufacturer narrative:
Dents and nicks were observed during the repair of the device. The calibration of the gage bar is important to the accuracy of the thickness of the graft. The damage could affect the calibration of device and possibly produce an undesired graft. Damage to the gage bar is due to possible mishandling of the device.